Event description:
A malfunction was reported on the pump, but there were no notable events that occurred prior. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted the customer in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being instructed to reach out if the issue reappeared.